Event description:
It was reported that during initial catheter implant the catheter was sheared. The hcp withdrew the catheter while needle was in place to reposition the catheter. A dye study was done. It was noted there was a leak. The catheter was not implanted. It was noted there was no injury and the patient recovered without sequela. It was reported the 'patient is fine and receiving effective therapy'. The pump was delivering dilaudid and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Personal therapy manager model# 8835, serial# (B)(4), catheter model# 8709sc, lot# n314633002; not implanted. Catheter model# 8709sc, lot# n298637010, implanted: (B)(6) 2012, explanted:unk. (B)(4). Analysis revealed catheter body had a user related hole. The hole seen in the catheter was consistent with a hole caused by the introducer needle. This hole was not caused by the guidewire interacting with the catheter.